Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion tubing became disconnected from the luer connector on the ilet when the user was getting out of a car, after which the user reconnected it and continued use without reported impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no hospitalization, no alerts, and continued monitoring, with plans to change supplies due to low remaining insulin. Investigation included customer education and troubleshooting regarding proper attachment and securement of the luer lock and connector, and assessment for potential air introduction after reconnection. Investigation of this case revealed that the tubing-to-connector interface was not securely attached during use, consistent with an infusion set connector not attached correctly, with the relevant component being the infusion set and its luer connection. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and connection technique.